Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection revealed the subject balloon catheter shaft was kinked/bent. Additionally, the balloon was noted to have been damaged, and burst/ ruptured. Although a functional testing could not be performed due to the condition of the returned device. The reported events could not be confirmed; however, the analysis results are consistent with the reported events. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was averagely tortuous. Also the balloon was inflate without problem at the time of preparation. It is probable that the device sustained damage during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported ' balloon catheter difficulty removing/withdrawing and device difficulty engaging target vessel' and to the analysed 'balloon catheter damaged, balloon catheter kinked/bent, balloon burst/ruptured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and it was discovered that the balloon was noted to have been burst/ ruptured. There were no clinical consequences to the patient reported as a result of this event.